Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was a purple discoloration on the screen of his insulin pump. The patient's blood glucose at the time of incident was 89 mg/dl. Troubleshooting was initiated for the display anomaly, and the customer believes that he might have got sweat inside the pump. He also stated that he does not actually see any moisture in the screen. Troubleshooting for pump exposure to fluid was declined. The customer was advised monitor the pump and call back if the issue worsens. No products were returned or shipped.